Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial fibrillation on the right ventricular (rv) channel. This caused inhibition of pacing of approximately 2.5 seconds, as well as anti-tachycardia pacing (atp). Pacing threshold and impedance measurements were noted to be good. An x-ray was performed. The physician noted that at the time of implant, they could not get the lead all the way in to the ventricle; therefore, part of the distal coil was in the atrium. The device was reprogrammed. No other actions or interventions were planned at that time, and the patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.